Event description:
Patient was admitted to hospital for removal and replacement of right breast implant secondary to deflation. The breast implant was a 700ml saline filled implant that had deflated. Pt authorized hospital to dispose of their surgically removed breast implants.